Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete device information.

Event description:
It was reported that during the patient¿s system explant due to an infection at the ipg site (see related manufacturer report number 1627487-2019-13304), a split lead was discovered which was causing the patient pain. The entire system has been explanted.

Manufacturer narrative:
The report event of lead fracture was confirmed. Microscopic inspection of the returned lead identified broken wires near the cut. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.